Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was encountered. While investigating the source of the resistance, the device was inadvertently pulled out of the vessel with the locator wings deployed. Inspection of the device found that the exchange sheath appeared to be sheared, caught up in the clip delivery tubeset, and two of four locator wings appeared to be bent and broken, but remained attached to the distal end of the device. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional info was provided.